Event description:
It was reported that an iLet user accidentally selected the ¿fill tubing only¿ function during a supply change and sought guidance to return to the correct workflow; the user was educated on the proper steps, rewound, and completed the supply change successfully. No adverse clinical effects were reported. Outcomes included no clinical impact and no alarms. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user error related to supply change steps without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.